Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer reported that the sensor does not blink and the electrode is missing. The customer will be sent replacement sensor.